Event description:
It was reported that the patient had high impedances on one lead. Effective therapy was achieved with the remaining lead, however; on (B)(6) 2026 surgical intervention was undertaken where the impeded lead was replaced to restore complete system programming capabilities. It cannot be determined which lead contributed to the event.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 8573661. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.